Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the g6 mobile application shuts off unexpectedly. No additional patient or event information is available. Data was provided for evaluation. The reported unexpected g6 mobile application shut-off was confirmed via data. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "the root cause could not be determined."

Event description:
The root cause was determined to be an app crash error.